Manufacturer narrative:
The reported condition was confirmed. Inspection of the device found that the failure code was caused by a malfunctioning front bezel and main speaker harness. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-129, which was opened on march 23, 2005.

Event description:
A pump with failure code 500:320:844:0000. This failure code occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No add'l info is available.